Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were complex reg pain syndrome type l and spinal pain. On (B)(6) 2019 the healthcare provider requested a company representative to check the pump for a patient who went into the ICU (intensive care unit) this morning. The healthcare provider stated they thought the patient being in the ICU (intensive care unit) was related to the pump. The healthcare provider declined to provide any more details. No further complications were reported or anticipated.